Manufacturer narrative:
(B)(4)

Event description:
It was reported that out of range lead impedance was observed during routine interrogation. Insulation anomaly was also noted. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported before, during, or after the procedure.